Event description:
The customer reported to olympus, the evis exera ii ultrasound gastrovideoscope had leakage from the air/water channel. Inspection and testing of the returned device found there was a gap in the adhesive on the distal end and there was a gap between the acoustic lens and the ultrasound probe. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found watertightness was lost due to deformation of the scope connector, there was a gap between the acoustic lens and the ultrasound probe, the objective lens had a scratch, the adhesive around the light guide lens had wear, the bending section rubber had wear, and the universal cord was buckling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a stain entered inside the lens through the gap. However, the definitive root cause of the gap and stain could not be determined. Olympus will continue to monitor field performance for this device.